Event description:
It was found that the petcock valve on the water trap of the steris ethylene oxide (eto) sterilizer was open which allowed eto to be exhausted into the sterilizer service room. This was found by a contractor who the hospital hired to check air pressure differentials, air exchanges and perform exposure monitoring. As part of the contract, the vendor checked the eto sterilizer and, when in the service room at the start of the exhaust cycle, found the leak. It was rectified immediately by closing the valve.cause of the occurrence: open petcock valve. No known cause of valve to be open. No work involving valve conducted since installation. Valve is at foot level and could have inadvertently been opened.